Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported high level alarm with the avea ventilator, but there is no fault with the device. Complaint form indicates no patient involvement. However, video clearly shows vent is attached to a patient.